Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning approximately one week prior to contacting lfs. It is unclear if the alleged issue occurred before or after the patient's hospital visit, the reason the patient went to the hospital is not known, it is not specified how long the patient was in the hospital for, and it is not specified what the patient's blood glucose readings were during her time in the hospital. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the alleged power issue. Three days prior to contacting lfs, the patient claimed that as a result of the alleged issue, she developed a symptom of frequent urination. However, it is not known if the symptom occurred during the time the patient was receiving hospital care and the duration of the patient's symptom is not specified. The patient denied receiving any medical intervention following the alleged meter issue. At the time of troubleshooting, the csr verified the patient was using the correct test strip. The csr noted that the subject meter's batteries did not need to be replaced per owner's booklet recommendation. A replacement meter was sent to the patient. This complaint is being reported because the patient possibly developed a symptom suggestive of a serious injury after the alleged meter issue began.